Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was explanted when repositioning was not successful due to helix not being able to be retracted. The patient condition was stable before, during and after the procedure.